Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12870. It was reported that the patient presented in clinic for follow up. Upon investigation, the right atrial (ra) lead was noted with non-capture. The ra lead was explanted and replaced. After the ra lead was replaced, the physician wanted to reposition the right ventricular (rv) lead since the lead slack moved back. During repositioning, the rv lead helix took a long time to retract. It was assumed the retraction problem was due to tissue build-up in the helix. Once the rv lead was repositioned in a good location, the helix would not extend. The lead was removed and cleaned, but the physician elected to implant a new rv lead instead. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but the lead was shorting due to over torqued inner coil at the connector region which is consistent with procedural damage. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.